Manufacturer narrative:
Concomitant medical products: product ID: 3531, product type: external neurostimulator. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. It was reported that there was an error code 59, settings not available. This was immediately post-procedure for basic evaluation. It was reviewed to decrease amplitude to 0.0 ma and try to increase amplitude to effect. It was limited to 2.1 on the right side and 2.2 on the left. The patient was not feeling stimulation. The patient was feeling stimulation at 1.7 during the procedure. They had tried changing out the controller and external neurostimulator (ens), but this did not resolve the issue. The trial started on (B)(6) 2016. It was later reported that after taking an x-ray they realized the patient's leads migrated, so they did another basic evaluation and placed new leads, which worked well.